Event description:
The customer reported that, during testing, the patient information center ix did not alarm audibly for tachycardia. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
The remote support engineer (rse) investigated the logs from the patient and found the alarm was triggered at the central station with an audible alarm. Just after these alarm was triggered, there was an acknowledgement of the alarm by the user. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Manufacturer narrative:
A philips remote service engineer (rse) investigated the clinical audit logs and found the alarm was triggered at the central station with an audible alarm. Just after these alarm was triggered, there was an acknowledgement of the alarm by the user. The customer was provided with the logs and technical assistance of the log analysis. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.